Manufacturer narrative:
Product analysis #253309617: analysis information -- 2020-06-01 16:57:05 cst pli# 10 product ID# 306001 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched. Concomitant medical products: product ID: neu_stylet_acc, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing a trial for gastrointestinal /pelvic floor therapy. It was reported one of the new basic evaluation leads malfunctioned during pne procedure. The lead would not advance thru the foremen needle. They use a different lead for placement and the issue was resolved. No symptoms reported no further complications noted or anticipated.